Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported "gel bleed". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis creases, missing shell and broken device are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side "implant removal from textured to smooth due to the concerns of the product" and "gel bleed." Device has been explanted.